Event description:
S/p coil embolization procedure (B)(6) 2005 for ruptured aneurysm of right ca combination of bone platinum and bioactive coils placed. On (B)(6) 2005, seizure occurred. Subsequent craniotomy for right parietal - occipital mass. Subsequent confirmation of foreign body reaction to bioactive coil material. Continued masses/edema required extensive anti-inflammatory rx. Following the craniotomy and removal of inflammatory masses, the pt has had recurring masses (enhanced with gadolinium). Recently has occurred a large mass adjacent to the coiled aneurysm with associated extensive right frontal lobe edema requiring high dose steroid and cellcept therapy. Treatment remains ongoing.